Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the lesion was located in the mildly tortuous, distal left circumflex. The plan was to advance the balance middleweight (bmw) elite guide wire smoothly through the lesion; however, before the guide wire could make it fully into the anatomy, the guide wire separated outside the guiding catheter. The separated portion of the guide wire was able to be removed together with the guide catheter from the patient without issue. There was no reported resistance during advancement of the guide wire. A new bmw elite guide wire was used successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.